Event description:
The customer reported that a hole melted in her pump and style transformer.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to obtain add'l info regarding this event were unsuccessful, including, a final attempt by letter. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. The issue with the pump in style power adapter getting hot and melting was addressed in CAPA (B)(4). The investigation found the probable root cause to be a short in the cord caused by degradation of the insulation separating the positive and negative wires. The probable causes of the degradation of the insulation have been attributed to the cord being wrapped around the transformer housing and/or being pulled from the outlet by the cord instead of by the transformer housing. As a result, customers were informed not to wrap the cord around the transformer to prevent damage and to discontinue use of any transformer that appears damaged. In addition, medela has updated the cord and the transformer material has been changed to a more heat stable material. The updated transformer also contains both electrical and heat thermal fuses so that in the event of a failure, the transformer will fail safe. The subject unit was manufactured prior to the corrective action under (B)(4). The customer was either provided with a replacement transformer or referred to an ordering source to resolve this issue. No further action is required. Complaint data trending will continue to be monitored by medela quality management for investigation/CAPA consideration.